Event description:
It was reported that the customer passed away due to diabetes complications, congestive heart failure, and infection due to removal of cancerous lump from lung. It was stated that the customer was not wearing the insulin pump at time of death. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.